Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Analysis was unable to verify for motor error alarm due to no button response. The motor was tested outside the device and passed motor test. The insulin pump was received with scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.